Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 427 mg/dl. Prior to being hospitalized, the customer stated that she woke up not feeling well, and her bones were aching. The customer stated that the cannula was bent when the infusion set was removed. The customer checked the alarm history, and found no no delivery alarms. The customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.